Manufacturer narrative:
To date, information suggests that this device has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated. Until that time, the investigation is considered still open.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did deliver therapy to treat the patient's ventricular tachycardia (vt) "storm", which exhausted the potentially life-saving therapy capability of this device. This device had discharged more than 20 times. This device was removed from service. There were no reported adverse patient effects beyond the early surgical intervention to change out this device.